Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The equipment was received in vyaire facility for evaluation and the unit is placed on extended tests/run-in. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit alarmed vent inop (ventilator inoperable). At this time, patient involvement is unknown with the reported event.

Manufacturer narrative:
Result of investigation: service was not able to verify customer's reported problem "alarming vent inop." All testing performed with good known test ac adapter and patient circuit connected. Vent passed 120 hours extended tests at customer settings without any unusual alarms or conditions. Replaced o2 blender with a good known test o2 blender and vent passed pressure & oxygen blending performance.